Event description:
It was reported that the patient with this neurostimulator experiences urinary tract infections and was on antibiotics currently, but their symptoms were better overall. The patient reported experiencing an odd sensation in their body the week prior. The patient increased their stimulation when they found out they had an infection. The patient was informed that it was beneficial to not make adjustments when an infection is present. The patient stated that they would turn their stimulation back down. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.